Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy pacemaker (crt-p) and a left ventricular (lv) lead triggered a lead safety switch. The pacing impedance was high, out of range. There were also low bi ventricular pacing percentages due to a nonspecific reason. The system remains in service at this time. No adverse patient effects were reported.